Event description:
It was reported that the patient underwent an explant of the lens during the same procedure due to a capsule bag break. The doctor reported that the capsule bag break was not attributed to the quality of the lens and may be attributed to the patient''s physiology. A vitrectomy was performed and an anterior chamber lens was implanted. The patient was reported to be doing well one (1) day post operatively. The patient had some corneal edema. It was reported that the patient''s pressures were good.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.